Event description:
For the vmax 22, an operator had completed pt testing and was removing a gas bottle regulator from the gas bottle when, she stated, "there was an explosion." The pt was leaving the area and was not injured; however, the operator's hand was bruised.